Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion and one opening curved on the anterior. Leak test and microscopic analysis was performed which identified one opening sharp on the valve bond edge. The fill test inspection was performed, the result was determined to be no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge (anterior) due to an unidentified (tear) opening. Reason or reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.